Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a cgm offline alert during a supply change, then found that the sensor had been started in the abbott app, leading to incompatibility with the ilet app; the user subsequently attempted another sensor that was identified as a libre 3 (not compatible) before successfully activating a libre 3+ with the ilet app, after which a sensor warmup began. Symptoms included hyperglycemia. Outcomes included the need for a new compatible cgm sensor and successful initiation of sensor warmup on the ilet app. Investigation included technical support troubleshooting, confirmation of prior activation in a third-party app, verification of sensor model compatibility, and guided re-pairing with a libre 3+. Investigation of this case revealed pairing failure due to use of an incompatible sensor and prior activation in a non-supported app, with resolution achieved by using a compatible libre 3+ sensor and pairing through the ilet app. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to incompatible sensor selection and prior activation outside the ilet app.